Manufacturer narrative:
Product ID 3889-28, lot# va1t044, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the cause of lead being curved was unknown. The patient is considering surgery to correct but not done as of (B)(6) 2019. The patient is having an unrelated steroid treatment and would like this completed before proceeding with lead revision due steroid may impair their healing.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1t044, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was noted that they hadn¿t been getting good symptom relief; it was clarified the therapy was working, but not as well as the patient thought it would since implant. It was also reported that it looks like their leads have moved, and the lead is curving away from the nerve;¿ the doctor told the patient that they need to have surgery to fix the lead. The patient stated that ¿it¿s not working as well because it¿s curved, and the doctor said they had never seen a lead curved like this.¿ the patient stated that the leads were found to have moved during an x-ray sometime within the last 2-3 months. They also stated that they are very thin and heard that thin people were more susceptible to having lead issues, and asked how that happened. Bending, twisting, and stretching guidelines were reviewed and the patient stated that they are an active person. It was recommended that they follow up with their healthcare provider to find out how the lead issue occurred. No further patient complications are anticipated or expected as a result of this event.